Event description:
In 05, the lay patient contacted lifescan alleging that her one touch ultra meter was prompting the error 5 message. The medical affairs specialist sent a letter to the patient, as the patient could not be reached via phone. The patient said she was unable to test because she just had eye surgery, the meter was dropped and a small amount of water got into the meter; "since then the meter didn't work right". The patient took insulin prior to receiving medical attention; the insulin type and dose were not provided. The patient was thirsty, had frequent urination and a bad headache at the time of concern. She said she obtained error messages when she attempted to test with the meter. She was taken to the hospital where a result" over 500" was obtained on the hospital device. She took insulin as treatment. No information was provided regarding the patient's diabetes treatment regimen. The customer care representative (ccr) confirmed that the meter prompted error messages after it was dropped and water entered the meter. The meter was replaced.